Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The oversensing did not result in greater than 2 seconds of asystole. Additionally, high out of range rv pacing impedance measurements greater than 2,000 ohms was observed upon review of stored device memory. The option of lead replacement was discussed with the physician, however, it was unknown if the physician planned to perform a lead replacement. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.